Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console logs from the reported day of event are consistent with complaint and show that after 2 weeks of support, a placement signal not reliable alarm was triggered, and remained unresolved until the pump was stopped and disconnected several hours later. The returned console was tested and issue was reproduced. The root cause of the issue was a defective component. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted for circulatory support. During support, a placement signal unreliable alarm occurred. The pump remained operational throughout support and the pump was weaned and explanted. No patient harm was reported.